Event description:
It was reported that during a gastrectomy procedure, the device cut, but didn't staple correctly. The procedure was completed with another like device. There was no patient consequence.